Manufacturer narrative:
Correction: e1, e3. Additional information: a1, a2, a3a, b5, d9, d10, h3, h4, h6(update codes), h11. B5: it was informed that the drug used was 0.125% bupivacaine solution in 300ml total volume. H4: the lot was manufactured between october 14-15, 2025. H11: the device was received for evaluation. Visual inspection was performed on the returned sample which showed fluid inside a bag that contained the sample which suggested leak. The reported issue of leak was verified. The cause of the issue could not be determined; however, the cause was most likely related to user. For the issue of the balloon appearing to be completely full, a functional flow test was performed on the sample, and the flow rates were found to be within the product specification range. The reported flow issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a large volume infusor. At the time of removal (72 hours after beginning therapy), it was observed that the balloon appeared to be completely full as though no infusion had taken place. After removing the device, it was also observed that the device was leaking from an unspecified location. There was no report of patient injury or medical intervention associated with this event. No additional information is available.